Event description:
The product was used during a sub total gastrectomy procedure. Reportedly, the anchor block was broken in the package. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.